Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, but the exact cause is unknown. Fluid leaked through circumferential splits that were found near the 36 cm depth mark in the 4 fr groshong tubing. The leak sites were located approximately 2" from the distal tip of the strain relief oversleeve. The splits were accompanied by semi-circumferential creases. The catheter may have been in a location that was vulnerable to kinking, which may have been a factor in the creases and splits found in the tubing; however, the exact mechanism of damage is unknown. A chr was not completed since the lot information was not provided by the complainant.

Event description:
Placed some 1.5 months ago with no problem. When used to give chemotherapy yesterday then the patient felt pain. Infusion stopped. Catheter check with x-ray and contrast and a leakage was found aprox 1 cm medial to exit site. Chemotherapy was given through a pvc. Patient was taken into hospital care and treatment to try to minimize the damage from extravasation was started.